Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v009893, implanted: (B)(6) 2006-product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2006, product type: extension. Product ID: 37602, serial# (B)(4) implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v010290, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient¿s device depleted on (B)(6) 2014. The patient was hospitalized for 2.5 weeks. The doctor though that the patient had a virus. The patient was sick and had lost leg mass. The patient was listless, could not stand, and could not move. His white blood cell count was elevated. Tremors returned. The patient's mouth was open, eyes were closed, and he was shaking. The ins was replaced and then the patient was able to feed himself, read the paper, and was so different. The patient¿s wife was very happy with the results of the dbs therapy. It was noted that the patient¿s wife was not happy with the longevity of the implanted device. One device lasted for 5 years and the most recent device only lasted for 3.5 years.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the display was showing a ¿call your doctor¿ icon and an end of service (eos) message. The patient¿s right implantable neurostimulator (ins) had just gone to eos. The patient¿s symptoms had been returning (B)(6) 2014. It was stated that when therapy was not available ¿he was not responding like he used to, he sat with his mouth open like a stone face.¿ it was also stated that ¿he did not help them with standing or turning him.¿ the battery had gone down on (B)(6) 2014 in the afternoon and they had just waited to see what was going on but the patient had stated that something was wrong and he needed help. The patient was unable to speak well due to his parkinson¿s. The patient was taken to the emergency room on (B)(6) where he was checked for a stroke and other things, results came back negative on those tests. The patient was then taken to another hospital where he was admitted. The patient¿s wife stated that the reason the patient was in the hospital was because his ins ¿went down on the right side and it was off.¿ the patient was getting more lethargic due to being in the hospital for so long and waiting for surgery to replace the ins. It was mentioned that they may have to do an MRI and the area to be scanned was the head/brain. It was noted that the patient had had the deep brain stimulator since 2006 and the implantable neurostimulator (ins) was replaced in 2011. The patient was dropped off at the hospital on (B)(6) 2014 and they would be checking him that afternoon. The ins was going to be replaced on (B)(6) 2014 but the patient was hardly able to wake up, he was so lethargic and sleepy. They were not going to do the surgery that day due to the patient¿s symptoms and that the issues could not be just the result of the patient¿s battery being down, it was mentioned that there had to be something else. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v009893, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v010290, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).